Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The download log contained no errors. Run receiver functional test's, pass all relevant tests. G5 global communication tool software test, pass sound tests. Perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, pass. Perform speaker audio intermittent tests, pass. Measure the speaker resistance. Speaker resistance within specification. The reported event of no audio output was not confirmed. The root cause could not be determined to be a

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.